Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery jumped from 50% to 100% suddenly. The customer's blood glucose level was not impacted. Review of the pump data logs by tandem technical support showed the pump battery gauge jumped.